Event description:
It was reported that the tip of the device was broken off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event that the tip of the device was broken was confirmed through the visual inspection. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement. It is also possible that the high number of times used caused or contributed to the reported event.

Event description:
It was reported that the tip of the device was broken off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.